Event description:
It was reported that the customer's insulin pump alarmed motor error several times during basal delivery. The blood glucose reading was 260mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specification. The device alarmed motor error during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk as a result of a loose drive support disk. The insulin pump had missing end cap sticker.